Event description:
On (B)(6) 2021, the following information was provided to kci by the patient: the patient allegedly has had five surgeries to his wound and has an infection, type unknown. Patient is receiving intravenous antibiotics. On (B)(6) 2021, the following information was provided to kci by the home health agency: the patient was discharged from services due to multiple missed nursing visits and they were unable to reach patient at home or by phone. The last nurse visit was on (B)(6) 2021. On (B)(6) 2021, the following information was provided to kci by the physician's office: the patient was last seen on (B)(6) 2021. The patient had an appointment on (B)(6) 2021 and did not show. The patient has been very non-compliant and the doctor was unaware the patient has been hospitalized. No additional information is available. On (B)(6) 2021, the following information was provided to kci by the patient: the patient has now been transferred to a rehab facility and was rehospitalized a few weeks ago (date unknown) due to wound infection and multiple required surgeries. A device evaluation of the activ.a.c.¿ ion progress¿ remote therapy monitoring system is pending return of the device.

Manufacturer narrative:
Date of event: the date of the infection and surgeries are unknown; therefore, the date received by kci, (B)(6) was utilized. Based on the information provided, it cannot be determined that the alleged surgeries, wound infection, intravenous antibiotics, and hospitalization are related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system. The patient has a history of previous abscess to left foot ulcer in september 2021. The patient has multiple comorbidities including diabetes, diabetic foot ulcer with missing toes to the left foot, severe peripheral vascular disease and peripheral atherosclerotic arterial disease in bilateral lower extremities, uncontrolled hypertension, stroke, smoking, and (B)(6). The podiatrist's office reported the patient is very non-compliant. Kci has made multiple unsuccessful attempts to obtain additional clinical and device information. A device evaluation of the activ.a.c.¿ ion progress¿ remote therapy monitoring system is pending return of the device. Device labeling, available in print and online, states: warning: never leave a v.a.c.® dressing in place without active v.a.c.® therapy for more than two hours. If therapy is off for more than two hours, remove the old dressing and irrigate the wound. Either apply a new v.a.c.® dressing from an unopened sterile package and restart v.a.c.® therapy; or apply an alternate dressing, such as a wet to moist gauze, as approved during times of extreme need, by treating physician. Dressing changes: wounds being treated with the v.a.c.® therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c.® dressings should be changed every 48-72 hours, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often than 48-72 hours; the dressing changing intervals should be based on a continuing evaluation of the wound condition and the patient's clinical presentation, rather than a fixed schedule. Foot wounds: for wounds on the plantar surface or heel of the foot, it is best to use a bridging technique to ensure that additional pressure is not applied as a consequence of the placement of the tubing and / or sensat.r.a.c.¿ pad. This involves using foam to allow placement of the sensat.r.a.c.¿ pad or tubing on the dorsum of the foot. -appropriate off-loading of the foot is essential in order to maximize the therapeutic benefit of v.a.c.® therapy. Infected wounds should be monitored closely and may require more frequent dressing changes than non-infected wounds, dependent upon factors such as wound conditions, treatment goals. Refer to dressing application instructions (found in v.a.c.® dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients/caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.® therapy should be discontinued.

Manufacturer narrative:
Based on the additional information received regarding the device, kci's assessment remains the same; it cannot be determined that the alleged surgeries, wound infection, intravenous antibiotics, and hospitalization are related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system. The device passed quality control checks before placement. An evaluation of the device after patient placement could not be performed.

Event description:
On 19-sep-2021, the device was tested per quality control procedure by kci service center, and the unit passed the quality control checks and met specifications. On (B)(6)2021, the device was placed with the patient. Multiple unsuccessful attempts have been made to retrieve the device, therefore, a device evaluation could not be performed.